Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported approximately two months post deployment of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient was having worsening heart failure symptoms. Echo showed "something but nobody knew what it was". The patient was scheduled for surgery. During surgery the physician found a ¿clear string¿ measuring (1mm wide and 17cm long) wrapped around the thv. The foreign body was keeping the thv leaflet open, which resulted in the patient's moderate to severe central ar. The foreign material was removed. The implanted valve was not damaged and the patient¿s ai resolved. The patient was stable at the end of the procedure. Additional information provided by the territory manager that was present during the case, confirmed no issues during the initial valve implant procedure. There had been no unusual resistance noted during the advancement of the delivery system/valve through the sheath and no damage was noted on the delivery system/sheath upon removal. Note: this report pertains to the returned expandable sheath.

Manufacturer narrative:
Event clarification: additional information provided by the cardio thoracic surgeon who followed the patient from tavr placement to the removal of the foreign object indicated that immediately after valve deployment, an abnormality was seen on echocardiogram. The valve was functioning properly, however there was question of dissection vs a thrombus. Dissection was ruled out with further echocardiograms and CT angiogram. The patient was started on anticoagulants in the hospital, which were continued as an outpatient. The area of concern was did not changing with anticoagulants and the patient was seen back in the physician's office multiple times with repeated echocardiograms. The patient was not experiencing signs or symptoms of heart failure. Trivial regurgitation of the prosthetic aortic valve and trivial peri-prosthetic aortic valve regurgitation were noted via echo on pod35. The patient elected to undergo surgical removal of foreign mobile mass from the ascending aorta on pod58. The material removed resembled ¿clear string¿ and measured 1mm wide and 17cm long; it was thought to be from the esheath used during the implant procedure. The implanted valve was not damaged. The patient was stable at the end of the procedure. Investigation is ongoing.

Manufacturer narrative:
Photographs of the extracted material, along with imagery of the patient¿s anatomy, and a sample of the strand were provided to edwards lifesciences for evaluation. The returned strand consisted of a transparent thin material with a yellow substance at the tip. Ftir confirmed the material matched the esheath liner (ptfe) and tecoflex material. Sem analysis of the sample showed sharp/non-frayed edges along the length, indicating a clean peel of the material. Upon dimensional analysis, the thickness measurements coincide with the liner thickness specification. The lot number was not provided so a query and review of all lots shipped to the account within 6 months was conducted. Investigation of these lots for possible contributing factors did not indicate any abnormalities or non-conformities that may have contributed to the complaint event. A complaint history review identified a total of four complaints that were deemed similar, but were not confirmed to be related. The strands from these complaints originated from the expandable liner seam region, not the inner sheath shaft surface, and may be attributed to contact with vascular calcification. This failure is considered isolated. During manufacturing, there are multiple mitigations and inspections to prevent damaged units from leaving the facility. These include inspection of mandrels during line clearance, 100% inspection of sheath assemblies, and additional inspections by component suppliers. These mitigations and inspections make it unlikely that a manufacturing nonconformance contributed to the event reported. A manufacturing review was conducted to determine if the manufacturing process can damage the shaft or generate strand material. No damaged manufacturing tools were found. The returned sample contained tecoflex at the tip. The tecoflex material is the inner layer of the esheath. The presence of tecoflex at the tip of the strand indicated that the initiation point of material separation resulted from a negative interaction (scraping) between the crimped valve and the inner surface of the esheath. Based on this, an assembly stack-up of the sheath and loader was performed to illustrate the potential initiation point of the material peeling. Since the strand was estimated to be approximately 25cm (by photographs submitted by the account), it is possible that the sheath was gouged distal to the loader tip after exit and continued to propagate through the remainder of the sheath shaft. A replication study was performed to try to recreate the failure in a clinically relevant manner. The test consisted of a total of 60 trials across 6 different shafts and resulted in producing 2 strands. A side-by-side comparison of the complaint sample and a replication sample showed a strong similarity as both contain tecoflex at the initiation point and ptfe liner material along the remainder of the strand length. This indicates that valves forced against the liner material/sheath wall can potentially cause strands. However, the strands could be generated only under extreme and non-clinically representative conditions that did not match the description of the implant procedure. Complaint retains were investigated and inspected to determine if other returned complaint devices contain similar strands. The inspection indicated that there was no evidence of strands other than samples that were damaged by calcified anatomy or during surgical removal of devices. The investigation concluded that the event is considered isolated; no manufacturing or design related defects were identified. A definitive root cause could not be identified. As no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions will be taken.